Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the physician deployed the three bands directly but these could not be deployed and remained within the ligator. He deployed the bands again, but still it did not work. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the trip wire was not secured and it was observed the ligator head without bands attached.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the ligator head returned without bands. The suture thread was not returned. Per media analysis, the photo showed the ligator head without bands, and the handle assembly with the trip wire not secured. The device was observed under magnification, and the ligator housing teeth and the suture hole were in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon media analysis, the photo showed that the trip wire was not properly secured in the handle slot. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip inaccurately affecting the functionality of the device causing inability of the device to deploy the bands. Since the handle assembly was not returned, it is not possible to carry out a more thorough investigation. Additionally, based on the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the physician deployed the three bands directly but these could not be deployed and remained within the ligator. He deployed the bands again, but still it did not work. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the trip wire was not secured and it was observed the ligator head without bands attached.